Event description:
It was reported that during a pulmonary vein isolation procedure a crbs polarx fit balloon cath was selected for use. When the fourth pulmonary vein cooling was completed, the console displayed the "sn (B)(6) : the console detected blood in the catheter" error message. The treatment itself was already completed when the error was displayed, so the procedure was ended as it is. No patient complications were reported. No blood was visible inside the catheter after the error message was displayed. The device has been received at boston scientific post market laboratory, where blood was found inside the catheter and a breach was identified.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was blood visible inside of the catheter's balloon. Due to visible blood was confirmed, the device was not leak tested or functionally tested on the console. Dissection of the device found an outer balloon leak path. The reported allegation of a blood detection error was confirmed via laboratory analysis. Based on all the available information the cause of the blood ingress was traduced to component failure, due to the breach of the outer balloon material. This kind of defect would allow blood ingress into the catheter and trigger the blood detection error seen in the field.